Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of 521 mg/dl with ketones. Elevated bg was addressed with a correction bolus via pump. The customer was treated with intraveous fluids to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.